Event description:
It was reported that pump malfunction alarm occurred with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, reset pump with guidance from technical support, confirmed that malfunction did not recur, and was advised to continue using pump and call back if problem returned, which customer acknowledged and understood.